Event description:
Reporter stated that the pt obtained a blood glucose result of 484 mg/dl, while using the suspect device. Reporter noted that pt's blood glucose results had been consistently elevated for a few days prior to this value. Two hrs later, pt sought treatment at the hosp. Pt's blood glucose was reportedly tested, using the suspect device, with a result of "hi" (>600 mg/dl). Within 10 minutes, pt's blood glucose was retested, on a hospital device, with back-to-back results of 111 mg/dl and 112 mg/dl. Reporter stated that the pt received no treatment at the hosp. No pt injury was reported. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.